Manufacturer narrative:
Data analysis was not performed on results because customer used expired strips as well as improper technique. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. In addition, the time between repeated inratio test results exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. No further investigation required. Strip lot #227285 in complaint expired on 02/28/2011. Since the release of this strip lot, three in-house therapeutic sample tests (18 strips) were performed on retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.9, lab: 2.2. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.7. Date: (B)(6) 2011, inratio: 2.1. Patient reduced coumadin by half the dose on (B)(6) 2011. Patient's therapeutic range: 2.5-3.5 inr.